Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is complete.

Event description:
Complainant alleged that while attempting to monitor a female pt for shortness of breath, the device would intermittently not power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.